Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07-apr-2026, a sales representative reported via (B)(4) that the ar-9503l-06 humeral insert would not seat properly into a neutral suturecup. There was a thin gap that was visible after impacting. A new humeral insert was opened and it seated successfully. This issue was discovered during a case with no patient harm.